Event description:
As reported, the 71 y/o male patient had an original exactech total knee replacement. The exactech knee confirmed by x-ray. The patient returned to surgeon's office complaining of pain, swelling, and instability of the left total knee. The polyethylene insert is a recalled liner showing wear on imaging. The patient was scheduled for a knee revision and possible poly exchange. The patient underwent a complete revision of their left total knee to competitor's revision tka implants. The exactech poly insert was worn, the exactech femoral component was loose and disengaged from the femur bone, and the exactech tibia component on x-ray showed loosening along the proximal medial and lateral side. All implants were removed. The patient left the or stable following the total revision of their left tka. There was no breakage of device. There was a 30-45 minutes surgical delay/prolongation with no adverse events as a result due to the surgeon anticipated doing a poly swap but due to the lysis and loose components a total revision was required, which took longer than the original anticipated plan of action. Patient was last known to be in stable condition following the event. Images and x-rays received. The devices are not available for evaluation due to the implants were sent to the lab and legal at the hospital.

Manufacturer narrative:
Section d10: concomitant products. Logic cr femoral cem, left, sz 4 (cat# 02-010-03-0240 / serial# (B)(6)). Lgc tibial fit tray cem sz 4f / 4t (cat# 02-012-45-4040 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision was likely the result of the reported pain, which was caused by prosthesis wear or an insufficient bond between the femoral and tibial components and the bone, which led to aseptic (non-infected) loosening. The reason for the reported loosening cannot be confirmed as the devices were not returned for evaluation. Failure of the cement used to secure the femoral and tibial components to their respective bones, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.